Manufacturer narrative:
"Complaint investigation underway and will be attached to this report."

Event description:
Heavily calcified cto of pop. Tried from above and below. While trying to stay true lumen and struggling to find any calcium channels the physician asked for a 12-gram tip victory .18 wire. While trying to wire the cto the tip of the wire became disconnected from the body of the wire. There were no patient complications, and the case was completed successfully. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: wire was removed what is the next course of action?: second wire was removed patient present at time of event?: yes patient complications: no patient complications

Event description:
Heavily calcified cto of pop. Tried from above and below. While trying to stay true lumen and struggling to find any calcium channels the physician asked for a 12-gram tip victory .18 wire. While trying to wire the cto the tip of the wire became disconnected from the body of the wire. There were no patient complications, and the case was completed successfully. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Wire was removed what is the next course of action? Second wire was removed patient present at time of event? Yes, patient complications: no patient complications.